Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. No additional detail was provided. Attempts by the customer support to follow-up on the mater were unsuccessful. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - submission date 03/03/2016; additional information: the reporter contacted animas on 02/12/2016 and provided additional information regarding the reported button tactile issue. Reportedly, the ¿ok¿ button was under responsive. The reporter did not note any damages to the keypad or delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 03/16/2016. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged button tactile issue was not duplicated. The pump powered up to the display screen with auditory and vibratory features. No damages were found with the keypad cover and the buttons were responsive to user input. Removal of the cover did not find any anomalies with the button contacts. Unrelated to the complaint, battery compartment crack was found at the side of the compartment running form the case seal up towards the top.